Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events, which the account attributed to hypertension. The submitted controller event log file contained events on (B)(6) 2024. Intermittent low flow events were captured throughout the file, with several of these events resulting in transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The additional submitted controller event log file contained captured intermittent low flow events on (B)(6) 2024, several of which resulted in transient low flow hazard alarms. Of note, pi values appeared to be elevated during some of the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, hypertension, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Additionally, section 6 (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had reduced flow velocity at the inflow cannula and an underfilled left ventricle, which was identified with an echocardiogram. The right heart failure did not exist prior to pump implant and it was reported that there were no device related issues that caused the right heart failure. Prior to death, the patient exhibited symptoms of dyspnea and pleural effusion. They were treated with intravenous diuretics/antibiotics, interventional radiologist (ir) drainage and chest tube placement. The death was not considered to be device related and operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had intermittent low flow alarms due to hypertension. The patient also had reduced flow velocity at the inflow cannula, which was identified with an echocardiogram. Their normal flow velocities were noted as normal. Following review of the submitted log files by tech services, it appeared there were scattered low flow events throughout the log with flow noted as low as 2.3 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events, which the account attributed to hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Based on the information provided, there was not sufficient evidence to indicate any mispositioning and/or occlusion of the inflow cannula. The submitted controller event log file contained events on 16oct2024. Intermittent low flow events were captured throughout the file, with several of these events resulting in transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The additional submitted controller event log file contained captured intermittent low flow events on 25nov2024, several of which resulted in transient low flow hazard alarms. Of note, pi values appeared to be elevated during some of the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted for review due to frequent low flow alarms. The event log displayed multiples low flows with high pulsatility index (pi) readings, which appeared to be physiological in nature. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused the events.

Event description:
It was later reported that the patient passed away on (B)(6) 2024 due to right ventricular (rv) failure. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.